Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found that the pump was in good physical condition. The event history log noted a 'battery depleted' alarm message was recorded. Functional testing included use testing. While testing, the pump was unable to be primed as the pump would power down and alarm for battery depleted. The pump was opened and inspected. It was found that the motor locked resulting in the battery depletion and alarm. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the pump's motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a battery depleted alarm at start up. No adverse patient effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.